Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, the surgeon reports "I would like to inform you of a major defect of the new monocryl 4/0 antibacterial thread, which I have been using for less than 1 months (use of the remaining stock of the old reference until then). The needle is of poor quality, it twists in a few passes and breaks in the middle. I have already had this phenomenon at least 4 times with yesterday a piece of needle stuck in the patient's tissues and difficult to find. This has never happened to me before, rather than loose threads, but never a broken needle. I attach photos taken yesterday testifying with the references of the thread. I think it is urgent to point out this defect and change this reference." No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "as I have already reported, each of the reported adverse events ((B)(4) , (B)(4), (B)(4)) resulted in: - loss of micro fragment of needle in the tissues of the patient that I must take care to remove and do not forget, you will find attached photos testifying to this incident, with a needle broken in the dermis of the patient during an overjet. Another time the fragment jumped on the field and we must find it... No x-rays were needed, they were always found searching well. There is no tissue damage. - use of minimum 3 threads to overspray the chest, therefore excessive consumption and prolonged intervention time - the needles sent are those of a single intervention for the moment there have been no immediate serious complications related to these incidents, but since they are daily, it is likely to happen (foreign body for life, recovery in the operating room for excision, local superinfection, death...) I hope I do not wait for that to happen before action is taken. " this is also applicable for the case (B)(4) opened for the recurring issue. The exact number of impacted procedure is unknown. ____________________________________________ according to the information below : the reason of using more threads during surgery because needle broke. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a used surgical needle/suture, with the needle broken in the attachment area, held with a surgical clamp. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.